Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented to the hospital due to inappropriate shock. During a clinic follow-up on (B)(6) 2014, it was determined that undersensing of the right atrial lead caused the event. The lead was reprogrammed and remained implanted.